Manufacturer narrative:
Mfg date: april 2013. Despite several attempts (email, phone, personal visit) the hospital refused to provide the affected device, the packaging or the angiographic film. The DHR review showed no deviation in material or manufacturing process. During final inspection the balloon length was verified to 100%. It is assumed that the report was triggered by a wrong visual impression of the balloon length during the procedure. The length of the cylindric part of the balloon (=balloon length) is indicated by two radiopaque markers and mentioned on the respective labels.

Event description:
Ous MDR - the passeo-35 balloon catheter was inserted in the patient. The physician had then the visual impression that the balloon was longer than what was written on the package. The physician estimated the balloon length with the size of the patella. The balloon was not inflated and then removed. Another balloon was used to dilate the lesion. No patient injury was reported. The device, the packaging and the angiographic material was not provided to us by the hospital despite several attempts. The sales representative was informed about these circumstances on (B)(4) 2013.